Manufacturer narrative:
The reported reader ((B)(6)) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader powered on with button press. No malfunction or product deficiency was identified.

Event description:
A customer reported that he was unable to test due to his adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced a loss of consciousness and had contact with a healthcare provider who diagnosed him with hyperglycemia and diabetic ketoacidosis, and treated with potassium mangesium and insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that he was unable to test due to his adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced a loss of consciousness and had contact with a healthcare provider who diagnosed him with hyperglycemia and diabetic ketoacidosis, and treated with potassium mangesium and insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.